Event description:
I am a type 1 brittle diabetic who recently switched from the dexcom g6 to the dexcom g7 continuous glucose monitor. My first g7 sensor worked, but I discovered it only communicated with my omnipod insulin pump if the devices were within approximately 5 inches of each other. This is different from the g6, which functioned reliably when placed on the same plane of the body. On the night of (B)(6), I began my second g7 sensor. It paired with my phone and entered warm-up, but later showed a "no sensor attached" alarm. I followed troubleshooting steps, but it would not reconnect and eventually required removal, resulting in a wasted sensor. I inserted my third (and last) sensor that same night. It paired successfully but immediately displayed urgent low glucose readings (~40 mg/dl). I treated with carbohydrates multiple times, but a fingerstick reading showed 198 mg/dl. Calibration was not possible, the system stated there was "no active sensor" despite one being in place. Within minutes, this sensor failed as well. In one night, I lost my entire month's supply of sensors. I called dexcom customer support, but the representative was unprofessional (including loud background noise and overtalking me) and stated that replacements would take 5¿7 business days (possibly 3¿5). I was offered a pharmacy voucher, but g7 sensors are in short supply locally. Dexcom has previously overnighted replacements in similar urgent cases, but I was told this is no longer an option. Without functioning sensors, my omnipod pump operates without continuous glucose data, placing me at high risk for severe hypoglycemia or hyperglycemia. This is a life-threatening situation. Patient code: 1905. Device codes: 3283, 2339, 2890, 2460, 1184. Reference reports: mw5174539, mw5174540.